Event description:
While advancing the device through the microcatheter, it was noted that the device was not responding the physician's movements correctly. The device was removed and the device was noted to be "fractured" no response has been received to requests for additional information.